Event description:
Event [preferred term] (related symptoms if any separated by commas) an hour of eating, glucose rose [blood glucose increased], patient was admitted at the hospital emergency department due to hypoglycemia [hypoglycaemia], after injection s/he heard clicking sounds and thought the medication had not been dispensed. [Device failure], dose memory showed "error" [device information output issue], blood glucose fluctuated [blood glucose fluctuation], she stored the pen with the needle attached because s/he feared contamination if the needle was removed. [Product storage error], he performed 2 units air exhaust process before each injection, after confirming flow, set the injection dose [wrong technique in product usage process]. Case description: this serious spontaneous case from china was reported by a consumer as "an hour of eating, glucose rose (blood glucose increased)" with an unspecified onset date, "patient was admitted at the hospital emergency department due to hypoglycemia(hypoglycemia)" with an unspecified onset date, "after injection s/he heard clicking sounds and thought the medication had not been dispensed.(device failure)" with an unspecified onset date, "dose memory showed "error"(device information output issue)" with an unspecified onset date, "blood glucose fluctuated(blood glucose fluctuation)" with an unspecified onset date, "she stored the pen with the needle attached because s/he feared contamination if the needle was removed.(device stored with needle attached)" with an unspecified onset date, "he performed 2 units air exhaust process before each injection,after confirming flow, set the injection dose (wrong technique in product usage process)" with an unspecified onset date, and concerned a elderly male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes", , novomix 30 penfill (insulin aspart 100 u/ml, insulin aspart protamine 100 u/ml) from unknown start date for "diabetes", patient age, height, weight and body mass index were not reported. Dosage regimens: novopen 6: novomix 30 penfill: regimen 2: 10u. Current condition: diabetes for 20-30 years (type not reported). On an unknown date, patient reported that pen had a problem because blood glucose fluctuated and after injection, he heard clicking sounds and thought the medication had not been dispensed and the dose memory showed "error". The hotline guided the operation: ensure the piston rod and rubber stopper were engaged, install a brand-new needle, and then medication flowed. The customer did not accept this and still believed the pen was defective. On an unspecified date on one occasion the customer injected 10u, then ate a bowl of tofu pudding, a tea egg and a fried cake, after about an hour glucose rose and then suddenly fell, and he went to the emergency department. The customer said the doctor attributed the event to hypoglycemia and the patient was admitted at the hospital emergency department. Patient reported that he performed 2 units air exhaust process before each injection and, after confirming flow, set the injection dose. Patient reported that he stored the pen with the needle attached because he feared contamination if the needle was removed. Batch numbers: novopen 6: pvgem00 novomix 30 penfill: requested. Action taken to novomix 30 penfill was not reported. The outcome for the event "an hour of eating, glucose rose (blood glucose increased)" was unknown. The outcome for the event "patient was admitted at the hospital emergency department due to hypoglycemia(hypoglycemia)" was unknown. The outcome for the event "after injection s/he heard clicking sounds and thought the medication had not been dispensed. (Device failure)" was unknown. The outcome for the event "dose memory showed "error"(device information output issue)" was not reported. The outcome for the event "blood glucose fluctuated (blood glucose fluctuation)" was unknown. The outcome for the event "she stored the pen with the needle attached because s/he feared contamination if the needle was removed. (Device stored with needle attached)" was unknown. The outcome for the event "he performed 2 units air exhaust process before each injection, after confirming flow, set the injection dose (wrong technique in product usage process)" was not reported. Reporter's causality (novopen 6) - an hour of eating, glucose rose (blood glucose increased) : unknown patient was admitted at the hospital emergency department due to hypoglycemia(hypoglycemia) : unknown after injection s/he heard clicking sounds and thought the medication had not been dispensed. (Device failure) : possible dose memory showed "error"(device information output issue) : unknown blood glucose fluctuated(blood glucose fluctuation) : possible she stored the pen with the needle attached because s/he feared contamination if the needle was removed.(device stored with needle attached) : unknown he performed 2 units air exhaust process before each injection, after confirming flow, set the injection dose (wrong technique in product usage process) : unknown . Company's causality (novopen 6) - an hour of eating, glucose rose (blood glucose increased) : possible patient was admitted at the hospital emergency department due to hypoglycemia(hypoglycemia) : possible after injection s/he heard clicking sounds and thought the medication had not been dispensed.(device failure) : possible dose memory showed "error"(device information output issue) : possible blood glucose fluctuated(blood glucose fluctuation) : possible she stored the pen with the needle attached because s/he feared contamination if the needle was removed.(device stored with needle attached) : possible he performed 2 units air exhaust process before each injection, after confirming flow, set the injection dose (wrong technique in product usage process) : possible reporter's causality (novomix 30 penfill) - an hour of eating, glucose rose (blood glucose increased) : unknown patient was admitted at the hospital emergency department due to hypoglycemia(hypoglycemia) : unknown after injection s/he heard clicking sounds and thought the medication had not been dispensed.(device failure) : unknown dose memory showed "error"(device information output issue) : unknown blood glucose fluctuated(blood glucose fluctuation) : unknown she stored the pen with the needle attached because s/he feared contamination if the needle was removed.(device stored with needle attached) : unknown he performed 2 units air exhaust process before each injection, after confirming flow, set the injection dose (wrong technique in product usage process) : unknown company's causality (novomix 30 penfill) - an hour of eating, glucose rose (blood glucose increased) : possible patient was admitted at the hospital emergency department due to hypoglycemia(hypoglycemia) : possible after injection s/he heard clicking sounds and thought the medication had not been dispensed.(device failure) : possible dose memory showed "error"(device information output issue) : possible blood glucose fluctuated(blood glucose fluctuation) : possible she stored the pen with the needle attached because s/he feared contamination if the needle was removed.(device stored with needle attached) : possible he performed 2 units air exhaust process before each injection,after confirming flow, set the injection dose (wrong technique in product usage process) : possible event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer's comment: 03-march-2026: the suspected device novopen 6 has not been returned to novonordisk for investigation. No conclusion reached on device functionality.

Event description:
Case description: investigation results: name: novopen 6, batch number: pvgem00. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novomix 30 penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Since last submission, the following information has been updated: device evaluation ticked in medwatch info tab; malfunction updated as no; is non-reportable updated as no; investigation results were updated; final report ticked, and expected date of fu report removed in EU/ca tab; b, c and d, g (imdrf) codes updated in device addendum tab; narrative was updated accordingly. Final manufacturer comment: on 03-apr-2026: the suspected device novopen 6 has not been returned to novonordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Product handling error such as storing the device with needle attached between injections, can affect the functionality of device. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novomix 30 penfill. H3 continued: evaluation summary name: novopen 6, batch number: pvgem00. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.